Event description:
Pt continued to have increased abdominal pain; upon rechecking the pca pump, it was noted that the tubing connected to the pump inside of the pca machine had snapped off. The tubing was replaced along with a new pca bag.